Event description:
It was reported that the patient experienced numbness from their left upper arm, fingertips, scapula and pacemaker site and could feel a wire. It was further reported that the implantable pulse generator (ipg) exhibited loss of telemetry. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.